Manufacturer narrative:
Batch review performed on 03 april 2018. (B)(4).

Event description:
During the screw final tightening, the implant head sheared off. The shaft of the screw remained in the patient. The surgery was completed successfully.